Manufacturer narrative:
The customer returned the rotors associated with this report. The rotors were tested with the durometer. The rotors are under specification. The out of specification rotors can cause the tubing not to be occluded properly resulting in the depletion of the reported anticoagulant. The issue of the rotors has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. Haemonetics confirmed that the customer is aware of the haemonetics medical device safety alert regarding the proper cleaning solutions to use to prevent the early degradation of the rotors.

Event description:
Haemonetics received a complaint on (B)(6) 2016 for a report of anticoagulant (ac) depletion during a plasmapheresis. Ac depletion was noticed at the end of the procedure and no donor reaction occurred.